Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. On (B)(6) 2025 the user's parent reported a decline in hearing performance was observed. The user was re-implanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user was re-implanted on (B)(6) 2025.